Event description:
An error message was reported with the freestyle libre 2 reader. Customer received an error 9 message and was unable to obtain readings. As a result, customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp treatment of intravenous glucose and an unspecified injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection of the reader has been performed and no issues were observed. Reader was turned on and observed ER-9. Unable to perform built-in reader test. Extended investigation has been performed. The returned meter was de-cased and no issues were observed upon visual inspection of the pcba(printed circuit board assembly). Performed the built-in reader test. The reader test passed. Did not observe error message. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 reader. Customer received an error 9 message and was unable to obtain readings. As a result, customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp treatment of intravenous glucose and an unspecified injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.